Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing the device remained closed on the vessel and the surgeon fiddled it off the tissue. Then the surgeon continued using the device however on the 5th or 6th firing the device stuck on the vessel again then was wiggled off the tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The device was received for analysis and the analysis results showed that the device was noted to have the jaw ramp broken off at the right side, empty and locked out. One possible cause for the damage found might be excessive loading due to forming a clip over another clip exceeding the structural capability of the jaws. However, an investigation has been initiated to address the root cause of the broken jaw issues. This condition is unrelated with the event reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported opening issues. In addition, the orange indicator was under-traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.